Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device was functioning for several months. Boston scientific technical services (ts) discussed that the pacemaker device was at end of life (eol) and could not get anything out of the device. The pacemaker was explanted. No additional adverse patient effects were reported.